Event description:
It was reported that the orbital brake on the 9800 system was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake pads were replaced during the service call. The system was tested and found to be working as intended, and put back into service.